Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be incorrect parameter setting - blocked drainage lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A review of the device labeling is adequate to prevent the reported event. "Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Syringe of sterile water for balloon inflation. Female use only. Refer to direct unit label for product content and gender specific use where applicable. Contains or presence of natural rubber latex. Caution: this product contains natural rubber latex which may cause allergic reactions. Do not resterilize. Single use only. Do not reuse. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Consult instructions for use. Do not use if package is damaged. Units bard, bardex, bardia, biocath and lubricath are trademarks and/or registered trademarks of c. R. Bard, inc. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. " h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheter was blocked, attempts to irrigate through the main iduc and the balloon, resulting in the catheter herniating approximately 20cm up the catheter. Due to this defect, we were unable to unblock the catheter and had to send the client to ed. Per additonal information received via ibc on 13oct2020, customer believe that patient is good following his experience. In terms of the herniation of the catheter, customer observed this while the catheter was in-situ. Customer do not know where the 20cm came from (customer assume it¿s approximation from the catheter tip back towards the valve), but the herniation occurred where the catheter protruded from the penis when customer attempted to flush the main lumen and, to a lesser degree, when customer attempted to add sterile water to the balloon. Customer not certain how the failed catheter was removed, but the patient was thankfully spared a cystoscopy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was blocked then attempted to irrigate through the main indwelling urinary catheter and the balloon. This resulted in the catheter herniating approximately 20cm up the catheter. Due to this defect, they were unable to unblock the catheter and had to send the client to emergency department. Per information received via ibc on (B)(6) 2020, customer believed that patient was good following his experience. In terms of the herniation by the catheter, customer observed this while the catheter was in-situ. Customer was not aware where the 20 cm came from (customer assumed that it was an approximation from the catheter tip back towards the valve). However, herniation occurred where the catheter protruded from the penis when customer attempted to flush the main lumen and, to a lesser degree, when customer attempted to add sterile water to the balloon. Customer was not certain how the failed catheter was removed, but the patient was thankfully spared a cystoscopy.